Manufacturer narrative:
The insulin pump alarmed motor error alarm during basic occlusion and was unable to prime during the prime test due to loose protruded drive support disk. Unable to perform self test, off no power test, a21 error test, occlusion test, no delivery test due to prime anomaly. However, the insulin pump passed idle current test, run current test and displacement test. No a33 alarm noted. The insulin pump received minor scratched display window, cracked case at the display window corners and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump wanted to reset the time and date. In the alarm history two unexpected restart and an external error alarms were found. Customer's blood glucose level was not reported. The self-test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.